Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. Angulation in the upward direction was out of standards due to wear of angle-wire. There were few additional findings. Insulation resistance was out of standards due to burning stain of distal end cover. The gap of up/down knob was out of standards due to wear of angle-wire. Liquid leaks due to blockage of jet channel was noted. The light guide bundle was damaged. Light guide lens was broken. The adhesive part of bending section cover was broken. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The field service engineer on behalf of customer reported, the colonovideoscope exhibited reduced angulation. The issue was found during preparation for use for a diagnostic procedure. The procedure was completed with a similar device without any delay. The device was returned and an evaluation at the repair center revealed clogging of the auxiliary channel with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the channel was clogged with foreign material, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it was confirmed that reprocessing was performed according to the instructions for use (IFU). The event can be detected by handling the device in accordance with the following IFU: -inspection of the auxiliary water feeding function olympus will continue to monitor field performance for this device.